Event description:
It was reported that the right atrial (ra) lead was sensing electromagnetic interference at the patient¿s place of employment. The atrial sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944 implantable tachy lead (B)(6) 2010. (B)(4).